Manufacturer narrative:
(B)(4).

Event description:
The consumer reported on (B)(6) 2015 that the patient had the implant in on (B)(6) 2015 and the patient was in horrible pain. The health care professional (hcp) said to call the manufacturer representative (rep) and they could not get a hold of him. When therapy was turned up, she had a shooting pain down the left leg. The patient had an appointment scheduled on (B)(6) 2015 with the hcp. The patient had pain prior to the implant and did not have pain during the trial, which worked great. That was the reason for having the implant. The implant was supposed to help with pain and spasm but it was not. The pain/spasm was worse depending on the setting. Additional information received from the consumer on (B)(6) 2016 reported that following the implant, only the leakage stopped. The spasms and pain were still present but a little better. The patient had tried reprogramming with the health care professional (hcp) 6 or 7 times. A manufacturer representative (rep) had told the patient's friend/family member at implant that the implantable neurostimulator (ins) therapy should help the patient's spasm. The pain/spasms were pre-existing and still present after implant. Also, they experienced a loss or change of therapy. The spasms were 10 times worse and the patient was in pain. It was keeping her up all night long and the patient was leaking again. There were no falls/trauma but the patient did visit (B)(6) prior to the loss of therapy. They did not go on any rides that would jerk them. The patient's gynecologist suggested a lead wire issue. The patient wanted the ins removed because it was not working. The caller reported symptoms in a manner that sounded sudden following the trip to (B)(6). Also, it was reported that there was jolting. At the last hcp visit, they said the patient was turning the ins off and the patient got such a jolt that her body came off the table. The hcp turned stimulation off, which led to the jolt. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.